Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf patient code e2008 captures the reportable event of foreign body in patient. Imdrf impact code f02 captures the reportable event of death.

Event description:
It was reported that the fractured single j stent was unable to be removed at the time of stent change resulting in retained fragment with subsequent sepsis, and death.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf patient code e2008 captures the reportable event of foreign body in patient. Imdrf impact code f02 captures the reportable event of death. Block h11: this report is report is being submitted to correct the init rptr also sent rep to FDA question (e4) section e has been change to yes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the fractured single j stent was unable to be removed at the time of stent change resulting in retained fragment with subsequent sepsis, and death.